Event description:
The customer contact reported no flow. A unspecified primary tubing set was being used to deliver normal saline via a symbiq pump. At an unspecified time, a secondary tubing set was connected to the primary tubing set for piggyback delivery of an unspecified concentration of ampicillin. The primary solution container was lowered below the secondary solution container using one extension hanger. It was reported after an estimated two hours, the nurse noted the ampicillin had not infuse. The secondary tubing set was raised "much higher" and the therapy was initiated. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation of not complete.